Event description:
The customer alleged there was no disinfectant solution in the basin during the wash and disinfect cycle. The customer was certain the disinfectant solution was in the reservoir prior. The customer later stated cidex opa solution leaked outside the unit and onto the floor. There were no injuries involved. An asp field service engineer (fse) went to the facility, performed an assessement, and repaired the unit.

Manufacturer narrative:
Equipment evaluated at the customer site. The fse arrived at the facility and found unit's reservoir was leaking around the heater element. The fse replaced the tank assembly and tested for leaks. The fse performed a test cycle then returned the unit to full operation. The fse reset the unit and had the customer enter the wash and disinfect cycle.